Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2017. A visual examination was performed and determined the connector type to be taper ii. The received lap-band was separated in three pieces, the buckle was separated from the band, and a separation approximately in the middle of the ring/shell. A piece of raised material was noted on the band tubing. The received access port was noted to be separated from the band tubing. Port septum was discolored, brown in appearance. Needle marks were observed on the port septum and black particles were noted near the septum. Scratches were observed on the port base. The lap-band shell was also noted to be discolored, brown in appearance. White particles were noted on the inner and outer surfaces of the band shell. A small area of the port tubing was noted to be discolored, pink in appearance. An air leak test was not feasible, as the band ring was separated in three pieces. A fill inspection test was performed, and no blockage was noted. Under microscopic analysis, each end of the band ring pieces, port tubing and band tubing were noted to have surgical end cuts, consistent with removal of the device. Also under microscopic analysis, multiple needle punctures and scratches were noted on the port septum.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: adverse events it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was explanted due to "dysphagia".